Event description:
Per the clinic, the patient experienced magnet retention issues with the external equipment and dislodgement of the implant magnet. Subsequently, the patient underwent a revision surgery to reposition the implant magnet (specific date not reported). The implanted device remains.